Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The report event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with all tines were found intact and undamaged. Electrical testing did not find any conductor fracture however an internal short was noted between conductor paths due to procedural damage to the inner insulation. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.